Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor auto-zero failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The service engineer (se) reported that the phenomenon was not duplicated despite run testing. The se reviewed the event long and noted that a "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) had occurred. The se then reported that the flow sensor assembly equipped with the solenoid valve was replaced to resolve the issue.